Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient cannot get the recharger to register or use the patient controller. He is getting the signal that it cannot find the implant. The patient stated that the battery might be dead now and when it connects with the recharger, he gets the reposition antenna screen. He was not getting stimulation and did not have a date of when the stimulation stopped. The last time that he recharged was maybe the week prior to the report, but he keeps having problems where the device heats up on him. This has happened since day one. The patient was redirected to his health care provider. There were no further complications reported.